Event description:
Customer reported the (B)(6) shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's hard drives. System was safety tested to factory's specifications.